Event description:
During a pci procedure, the balloon o fthe maverick otw ptca catheter ruptured at 10 atms on the initial inflation. The lesion being treated was a calcified, 100% stenotic lesion in a tortuous left anerior descending (lad) coronary artery. A terumo introducer sheath, a whisper guidewire, a mach1 guide catheter, and a encore26 inflation device were also used in the procedure. The procedure was successfully completed with different device. No pt injuries or complications were reported. Pt status is reported as 'good'.